Manufacturer narrative:
A ge rep evaluated the sys and replaced the x-ray switch. The sys operates as intended.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the x-ray switch. The sys operates as intended.

Event description:
It was reported that the sys produced uncommanded x-rays. There is no report of pt injury or death.